Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explant physician reported a right side rupture diagnosed by ultrasound. The device has been removed.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: brown particles in shell, curved opening, underweight, fold creases, wear abrasion. A microscopic analysis was performed which identified: a curved sharp opening on radius side in the same location of crease assessed as fold flaw opening, a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. A sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Explant physician reported a right side rupture diagnosed by ultrasound. The device has been removed.